Event description:
Implant didn't achieve osseointegration, primary stability was achieved, no thread tap used, xerostomia, smoker, periodontal disease, undersized implant bed, infection, pain, inflammation, mobility.